Event description:
It was reported that the patient had his artificial urinary sphincter device removed due to unspecified reason. A new artificial urinary sphincter consisting of 5.5 cm cuff, pump, and balloon were implanted. Additional information received indicated the patient had recurring incontinence due to an unknown fluid leak. The patient was doing fine following the replacement surgery.

Event description:
It was reported that the patient had his artificial urinary sphincter device removed due to unspecified reason. A new artificial urinary sphincter consisting of 5.5 cm cuff, pump, and balloon were implanted.